Event description:
It was reported that an alert/notification settings issue occurred. Date of event is an approximation. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. On 10/02/2024, the patient went to bed and when he awoke, he was on the floor and his continuous glucose monitor (cgm) reading was low mg/dl. The patient reported that he did not receive any audio alerts from his dexcom device to notify him of his hypoglycemic state. The patient stated he assumes he passed out in his sleep. No blood glucose (bg) meter readings were taken during this event. The patient stayed at home and did not seek help from higher care. The patient was fine at the time of the report. Performance data was reviewed. An alert/notification settings issue was not found within the investigation window. The allegation was undetermined. However, a cgm accuracy issue was found in connection to the reported allegation. The probable cause of a cgm accuracy issue could not be determined via data. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.